Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 40 mg/dl which was treated with a cliff bar. Customer reported to have passed out. Customer was taken to the hospital on (B)(6) 2016 with blood glucose of 21 mg/dl. During troubleshooting, it was found that insulin pump was exposed to cat scan. Insulin pump passed displacement test and self-test. Customer was advised to contact healthcare professional regarding high blood glucose.